Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device had worn components - bearings. It was determined that the sleeve bearings were damaged, work tool could not be mounted, and adhesive joints on the sleeve were defective. It was further determined that the device failed the following pre-tests: thimble lock operation, nose tube assembly and cutter insertion. It was noted in the service order that the device was overheating and the bearings were damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.